Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The pump was connected to a power source but still would not turn on. The customer's blood glucose (bg) level was impacted (300-400 mg/dl). The customer used manual injections to correct elevated bg level. It was indicated that the customer would continue to use manual injections as alternate insulin therapy until the replacement pump arrives.